Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision and an ipg relocation for an unknown reason.

Manufacturer narrative:
The reason for the lead revision was that the patient had inadequate stimulation and the lead was implanted too lateral. The lead was replaced for better coverage and physician¿s suggestion. It was also reported that the ipg was not revised which was previously reported. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a lead revision and an ipg relocation for an unknown reason.